Event description:
A loss of sterility was reported. During unpackaging of a solent dista angiojet catheter, facility staff opened the box and found there was no inner package just the catheter. This was found during preparation for the procedure. Another of the same kind of catheter was used and completed the procedure. There were no patient complications.

Event description:
A loss of sterility was reported. During unpackaging of a solent dista angiojet catheter, facility staff opened the box and found there was no inner package just the catheter. This was found during preparation for the procedure. Another of the same kind of catheter was used and completed the procedure. There were no patient complications. Device evaluated by manufacturer: returned product consisted of a solent dista thrombectomy. There was no shelf box or packaging returned for product analysis. A visual examination identified fluid throughout the device and in the attached waste bag. Although it was reported that the device was not used, the presence of fluid in the device and attached waste bag is indicative of handling beyond simply unpackaging the device. There was also numerous kinks throughout the device. Inspection of the device presented no other damage or irregularities.